Event description:
Stryker was performing preventative maintenance on the customer's device and observed that it was not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the power pcb to system pcb cable was disconnected. Stryker reconnected the cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.